Manufacturer narrative:
Additional suspect device. Model number db-2202-45, dbs directional lead sterile kit 45cm, serial number (B)(4).

Event description:
A report was received that one day after undergoing a permanent implant procedure a scan was performed which indicated that the right lead was 3 mm above the targeted position. The physician reported that during the tunneling process he was trying to manipulate the lead and pulled on the lead a little harder than he should have. He felt that this is when the lead was pulled from its original position. Also, against recommendation in the or, he decided not to use the static edge of the burr hole clip but had the lead exiting almost parallel to the clip door. He feels that these two reasons caused the lead to move during the tunneling process. Although the patient did not experience any stimulation issues, the patient underwent a lead revision procedure and the lead was advanced by 3 mm. No devices were implanted or explanted. A post operative scan was performed and the physician and the patient were pleased with the new placement and the patient is doing great.